Manufacturer narrative:
Initial reporter zip code: (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., b.3., d.1., d.2., d.4., g.4., h.4., h.6. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported a left side capsular contracture baker grade unknown. Device has been explanted and replaced.